Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our german affiliate, approximately 6 years post implantation of a 26mm sapien valve, a second 26mm sapien xt valve was successfully implanted. The patient is doing well.